Manufacturer narrative:
An event regarding a packaging issue involving a tritanium shell was reported. The event was confirmed. Method and results: device evaluation and results: the outer blister is returned opened and the foam inside the inner blister was stuck to the lid. Medical records received and evaluation: the event is not related to patient factors. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot.. Conclusions: the investigation concluded that when the inner (B)(6) lid was peeled back, the foam was stuck to it. This is a known packaging issue. Packaging innovations is aware of this, and has issued a memo. The device¿s sterile barrier was not been compromised.

Event description:
The (B)(6) seal was stuck to the inside (B)(6) seal and it ripped.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The tyvek seal was stuck to the inside tyvek seal and it ripped.